Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as the patient disconnected from the set and then reconnected after. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain one in peritoneal dialysis. The patient was connected at the time of the alarm. The patient disconnected from the set and then reconnected after. The technical service representative explained the alarm to the patient. The technical service representative informed the patient to start over with new supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.